Event description:
It was reported that the device would not fire during an lavh procedure. Used a second like device with no issue. No pt consequence.

Manufacturer narrative:
D4: serial#=na. Damaged firing mechanism. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.